Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63- hardware low level failures. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed. Customer reported receiving a pump error 63 for 3 times. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1812 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of triggered the reason of complaint. Unit passed the displacement test and self test. No pump error 63 alarm noted during testing. However, on adapt download history review unit recorded pump error 63 several times prior to date of complaint and once on call date 04/16/2024 at 14:39:07. Per software engineering log, it was determined that hardware error problem with twi interface or with ad5161 chip. Isolate to electronic assembly. Unit was cut open and performed a visual inspection on connectors and electronic assemblies. Per visual inspection all connector were plugged in properly. No moisture damage on motor assembly or electronic assembly during deconstructive analysis. Unit was received with a scratched case and pillowing keypad overlay. In conclusion, pump error alarm 63 was not noted during testing. However, in download history files, pump error 63 was recorded on complaint event date due faulty twi interface on main/motor processor. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.